Event description:
The customer reported the thermogard xp ivtm system (B)(4) displayed tcmid:05 (coolant diff failure) error message. The customer provided no further information. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The thermogard xp ivtm system (B)(4) was evaluated at the customer's site. The customer's reported complaint of the "thermogard xp ivtm system (B)(4) displayed tcmid:05 (coolant diff failure) error message" was confirmed during the review of the event logs but was not confirmed during functional testing. The reported issue was not replicated during testing, and the thermogard ivtm system functioned as intended. During visual inspection of the thermogard console, no physical damage was observed. During the review of the event logs, a tcmid:05 error message was noted; thus, confirming the reported complaint. The archive review also showed multiple tcmid:02 error messages, unrelated to the complaint. The root cause for the tcmid:02 error codes are unknown. The thermogard xp ivtm system passed functional testing including the power-on-self-test (post) with no issues, and the customer's reported complaint was not reproduced. The probable root cause for the tcmid:05 error is the lm 34a/b temperature sensor. The electrical connections from the lm 34a/b temperature sensor to the pic-16 circuit board and to the I/o pcb board were all inspected for a faulty connection that could have caused the console to intermittently display the tcmid:05 error messages. However, no issues were found, and all the electrical connections were properly intact. As a precaution, the lm 34 a/b temperature sensor was replaced. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits.

Manufacturer narrative:
In addition, the tcmid:02 errors were not reproduced during functional testing. All cables ce were checked, however, the root cause for the tcmid:02 error codes are unknown.